Event description:
A cartridge alarm was reported by the caller, which caused the customer's blood glucose level to display as "high". The specific value was unknown, but there was no incapacitation due to the blood glucose level. The customer addressed the issue with a correction injection via multiple daily injections (mdi) and successfully loaded a new cartridge to resume insulin therapy on their own, resulting in the resolution of the issue.